Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the customer reported a loose connection which is a known cause of this alarm. The cause of the loose connection could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in tubing) occurred on the homechoice (hc) during dwell four of four. The patient checked the lines and bags and found that the connection on the final line was loose and had become disconnected. The technical service representative (tsr) assisted the patient with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental MDR will be submitted.